Event description:
The ventilator shut down and alarmed while in use on a pt. The customer reported there was no pt harm. The respironics service tech reported upon evaluation the ventilator went vent inop due to the blower not functioning properly. Vent inoo, when in use, will stop providing ventilatory support to the pt. The service tech replaced the power supply to correct the problem. Extended self testing (est) and performance verification testing was performed and the ventilator passed per operating specifications.